Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 13.4 months, had a monitoring voltage of 2.58 volts with a battery status indicator of middle of life 2 (mol 2) with a charge time of 8.7 seconds. The patient has not required pacing and has not had any shocks delivered. The device was last tested in june of 2004 battery status indicator was beginning of life (bol) with a monitoring voltage greater than 3.0 volts and a charge time of 6.7 seconds.